Event description:
The account alleged the bed exit was not giving him an audible alarm when the patient exits the bed. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.